Event description:
After anesthetization and draping of the pt, the vitrector was tested prior to an incision. The main screen display did not light up. The cassette did click in but only a single light came on the console over the bipolar socket. The gas pressure was properly set at 100 and the unit was restarted a number of times without success. It was necessary to cancel the case. The pt will have to be subjected to the additional stress of a second admission. No complications were noted from the anesthetic injection.

Manufacturer narrative:
The crt assembly was replaced which eliminated the problem with the video. The reported vitrectomy failure could not be duplicated.